Event description:
It was reported, that while in use on a patient, a 980 ventilator had inaccurate tidal volume and exhalation flow sensor readings were off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se updated the software.